Event description:
It was reported that a prosa valve (part # fx440-t) was to be implanted during a procedure performed on an (B)(6) 2022. According to the complainant, the shunt system was believed to be unable to adjust pressure. Reportedly, after unpacking the device, the pressure regulating test was performed on the operating table which revealed that the device was not able to adjust the pressure valve. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of this event.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx440-t) was to be implanted during a procedure performed on an (B)(6) 2022. According to the complainant, the shunt system was believed to be unable to adjust pressure. Reportedly, after unpacking the device, the pressure regulating test was performed on the operating table which revealed that the device was not able to adjust the pressure valve. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of this event.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: no anomalies detected. Adjustability test. The progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking function of the progav 2.0 operated as expected. The braking force could not be tested because of the packaging. Results: based on our investigation results, we cannot identify adjustment difficulties in the shunt system. At the time of the investigation, it was not clear to us how the mentioned functional impairment occurred. No functional deviations were detected. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.